Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2013, the patient contacted animas stating the ok keypad button was sticking and the up/down arrow keypad buttons were stiff at times. The patient's blood glucose (bg) value was reported to be in the range of 20mmol/l to 24 mmol/l. The patient reportedly felt crabby, hot and sweaty. The reported bg with symptoms does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.